Manufacturer narrative:
Correction: b5.

Event description:
It was reported device markings/labeling problem. The patient experienced burning sensation and discomfort. No other information will be provided by the customer.

Manufacturer narrative:
The reported issue that there was a device markings/labeling problem could not be confirmed; no product was returned for investigation. The root cause for the reported issue of a device markings/labeling problem was not determined because no product was returned. No device history search was performed since no source device serial number was reported by the customer. A review of the february 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿markings/labeling problem¿. Based on the crb review and the limited information provided no further investigation actions will be performed.

Event description:
It was reported device markings/labeling problem. The patient experienced burning sensation and discomfort. No other information will be provided by the customer.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported a labeling problem on an unspecified medication. The patient experienced burning sensation and discomfort. No other information will be provided by the customer.